Event description:
It was reported that the patient experienced inappropriate therapy from the cardiac resynchronization therapy defibrillator (crt-d) for atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response that was classified as ventricular tachycardia (vt).  It was noted that the episode summary shows the device detecting supra ventricular tachycardia (svt) but the device discriminator feature designed to withhold inappropriate ventricular detection template did not match.  The device remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 429888 lead, implanted: (B)(6) 2018, product ID: 5076-65 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy from the cardiac resynchronization therapy defibrillator (crt-d) for atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response that was classified as ventricular tachycardia (vt).  It was noted that the episode summary shows the device detecting supra ventricular tachycardia (svt) but the device discriminator feature designed to withhold inappropriate ventricular detection template did not match.  The device remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 429888 lead, implanted: (B)(6) 2018, product ID: 5076-65 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.